Event description:
It was reported to philips that the system's footswitch was intermittently unable to trigger x-rays. The user restarted the system, which resolved the issue for a while, but the problem occurred again. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.